Manufacturer narrative:
Based on the results of the investigation, the adhesive rubber glue cracked was identified. It is likely the result of component failure; however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the flex video scope exhibited the adhesive rubber glue was cracked. There was no patient involvement.